Manufacturer narrative:
Correction:there is no allegation against this lead.

Event description:
Related manufacturer report#:1627487-2019-06991. Related manufacturer report#:1627487-2019-06992. Related manufacturer report#:1627487-2019-06993. Follow-up information revealed there is no allegation regarding this lead and it should not have been reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report#:1627487-2019-06991, related manufacturer report#:1627487-2019-06992, related manufacturer report#:1627487-2019-06993. It was reported that one of the patient's drg leads is superficial and scabs over after "oozing". As such, the patient may undergo surgical intervention to address the issue.